Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was 400-500 mg/dl. Customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy if needed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.